Event description:
It was reported that following the implant of a transcatheter aortic valve, a permanent pacemaker was implanted for tachycardia-bradycardia syndrome and an unspecified atrio-ventricular (av) block. Additional information was received to further clarify the event. On the first post-operative day following the transcatheter aortic valve replacement procedure, an electrocardiogram was performed and showed normal sinus rhythm with a first-degree av block. No treatment was performed and the patient was discharged. However, the next day, the patient was transferred via emergency medical services to the emergency department. The patient was determined to be in complete heart block and was readmitted. A permanent pacemaker was subsequently implanted two days after admission.

Manufacturer narrative:
Updated data: a4. Patient weight in lbs b3. Date of event b5. A second paragraph was added. H6. Patient code added. Additional codes. Annex f code added. Corrected data: d. Full UDI# medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a permanent pacemaker was implanted for tachycardia-bradycardia syndrome and an unspecified atrio-ventricular (av) block.